Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-04201.

Event description:
Per the clinic, the patient developed cellulitis over the implant site and bacterial infection at the incision site following surgery. The patient was treated with several courses of oral antibiotics (specific date and duration not reported) and subsequently hospitalize for 3 days to receive IV antibiotic treatment (specific date not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2025, and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.